Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain two of three. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) asked the hp regarding disconnecting from the hc. The hp did disconnect and then reconnected without using proper technique. The tsr had the hp disconnect aseptically and close the clamps on the setup to end therapy. The tsr explained the alarm. The tsr instructed the hp to cycle the power on the hc to clear the alarm. The tsr had the hp check the alarm log and the hp found the se 2240 in the log. The hp had elected to end the therapy for the night instead of choosing to re-set up or use manual supplies to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). By improperly disconnecting/reconnecting from the set, it is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.